Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that one of the lvps were the tubing around the area of the bottle pressure sensor started to expand but the pump itself did not alarm.

Manufacturer narrative:
Investigation summary: the customer reported two issues, one for ballooning in the silicon pump segment, and also for air in line. There are two photos of material 2420-0007, lot 25075191, both issues can be verified from the photos alone. In both cases, the issues can be related to clinical practice. The root cause could not be traced to the manufacturing process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Photos.

Manufacturer narrative:
Investigation summary: the customer reported two issues, one for ballooning in the silicon pump segment, and also for air in line. There are two photos of material 2420-0007, lot 25075191, each verifying one of the two issues. In both cases, the issues are related to clinical practice. A member of our clinical team has been notified about the issues. The root cause could not be traced to the manufacturing process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Samples.